Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the customer "assumed" the insulin cartridge had leaked insulin into the cartridge compartment of the infusion device because she smelled insulin. No adverse event was reported. The insulin cartridge lot number was not provided. The insulin cartridge was requested to be returned for product evaluation.